Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [220465 summary.pdf]

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the acetabular cup, hemi head, synergy stem & modular sleeve were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup/ head/ sleeve/ stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup/ head/ stem. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The reported pain, elevated metal ions and femoral osteolysis as demonstrated on MRI along with intraoperative findings of a local tissue reaction, black corrosion of the femoral head, and pseudotumor along with pathological findings of a mixed macrophagic/lymphocytic immunologically mediated reaction to implant corrosion may be consistent with findings associated with metal debris and aseptic lymphocyte-dominated vasculitisassociated lesion. However, the root cause of the reported pseudotumor and aseptic lymphocytedominated vasculitis-associated lesion cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed.